Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.  Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No noisy motor noted during testing. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
Customer reported he was hospitalized. Customer experienced low blood glucose of 85 mg/dl and then it dropped to 65 mg/dl while being in the hospital; treated with food. Customer stated she has been having high blood glucose over 600 mg/dl for a couple of days and took a lot of bolus dose and they were not bringing it down. She has type 2 uncontrolled diabetes. Customer stated that on monday (B)(6), she gave herself 413 units of insulin and it wasn't working, on tuesday (B)(6), she was 599 mg/dl and she gave herself 367.8 and 20 u of shot, wednesday still over 600 and gave 305u. Customer mentioned that the motor makes a clicking sound when delivering boluses. Nothing further reported.